Event description:
It was reported that a cartridge did not fit onto the pump. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. To address this high blood glucose level, the customer administered a correction injection via multiple daily injections. Technical support instructed the caller to remove the pump case, inspect the pump and cartridge areas, and clean the pneumatic tap area. The original cartridge could not be reloaded, so technical support assisted in filling a new cartridge, and the customer successfully completed the load process and resumed insulin delivery.